Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.